Event description:
Account called and alleged that the left siderail will not latch. She found the spring had fallen out. She will check to see if the center arm + piece is broken or if she can just put the spring back in. Several attempts were made to contact the account for resolution without success.